Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6)2000 and an unknown mesh was implanted concurrently with total abdominal hysterectomy, bilateral salpingo-oophorectomy and burch colpourethropexy. It was reported that the patient underwent mesh excision on (B)(6) 2015 under dr. (B)(6) at (B)(6) .

Manufacturer narrative:
It was reported that the patient underwent gynecological surgical procedure and a mesh was implanted concurrently with total abdominal hysterectomy, bilateral salpingo-oophorectomy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.